Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement (s) dated 01sep2025 in the b.5. Field. No further follow-up is planned. Evaluation summary a mother reported events related to her one-year-old son, consumer reported that the humapen luxura hd pen "sometimes it doesn't press at all, sometimes, it looks like it's clogging". On (B)(6) 2025 when she "tried to inject him a half dose of insulin lispro, but they believed that the humapen luxura hd gave an incorrect dose[?]since his blood glucose dropped to 32 (units were not provided) and fainted". The patient experienced events of hypoglycemia and increased blood glucose. Following this incident the patient's physician gave him a humapen luxura hd of another patient (unrelated to this complaint device), that he had in the hospital (improper use). The luxura hd device (batch 1811g02, manufactured november 2018) associated with the complaint was not returned to the manufacturer for investigation. Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of the batch did not identify any atypical findings with regard to pen jam or dose accuracy issues. All humapen luxura hd devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is evidence of improper use. A device was shared with another individual. It is unknown if this misuse is relevant to the events of hypoglycemia or increased blood glucose.

Event description:
Lilly case ID:(B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer, via a patient support program (psp) in which they were enrolled, with additional information from a physician, concerns a 01-year-old male patient of unknown ethnicity. Medical history included type one diabetes, hospitalized with diagnosis of coma, unconsciousness, high blood glucose (glucose level of 748), and diabetic ketoacidosis. Concomitant medications included insulin glargine. The patient received insulin lispro (rdna origin) injections (humalog) via cartridge, 1.5 units for diabetes. Frequency, route of administration and therapy start date were not provided. On an unknown date, he was in a coma with a glucose level of 748 (units were not provided) therefore he was hospitalized and admitted in intensive care unit. After this event they received insulin lispro in humapen luxura half dose (hd). On (B)(6) 2025, his blood glucose was 530/430 (units were not provided) therefore, his mother tried to inject him a half dose of insulin lispro, but they believed that the humapen luxura hd gave an incorrect dose (lot number 1811g02/ product complaint (B)(4) since his blood glucose dropped to 32 (units were not provided) and fainted. The events of hypoglycemia, glucose high and faint were considered serious by the company due to their medical significance. His physician gave him humapen luxura hd of other patient, that he had in the hospital (improper use). Information regarding the outcome of the events, corrective treatment, insulin lispro therapy status and additional details were not provided. The operator of the humapen luxura hd was the mother of the patient, and her training status was not provided. The general humapen luxura hd model duration of use and the suspect humapen luxura hd duration of use was 22 days. Humapen luxura hd was not returned to manufacturer. The reporting consumer did not provide an opinion of relatedness between the events and insulin lispro therapy. The reporting consumer related the incorrect doses with humapen luxura hd, while did not provide an opinion of relatedness between the remaining events and humapen luxura hd. Update 04-aug-2025: additional information was received on 29-jul-2025 from the initial reporter via the psp. Deleted event of hospitalization due blood glucose increased and diabetic coma and added in medical history. Updated seriousness criteria from hospitalization to medically significant from events. Updated narrative with new information. Update 12-aug-2025: information was received from initial reporter via psp on 08-aug-2025. Reporter gave consent to contact hcp for fu procedures and shared contact information. No new medically significant information received, no changes were made to the case. Edit 15aug2025: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting. Update 25-aug-2025: additional information was received from a physician via psp on 20-aug-2025, in response to follow-up questionnaire sent. Added one reporter, three medical histories of unconsciousness, hospitalization and diabetic ketoacidosis. Updated improper use or storage from no to yes. Updated narrative with new information. Update 01-sep-2025: additional information received on 29-aug-2025 from the global product complaint database. Entered device specific safety summary (dsss) investigation outcome. Updated the medwatch fields/ european and canadian (EU/ca) device fields to include codes required for expedited reporting, improper use and storage reiterated as yes and malfunction reiterated as unknown for pc-102289 and device return status updated to not returned to manufacturer. Added date of manufacturer. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. A follow-up report will be submitted when the final evaluation is completed, as necessary.

Event description:
Lilly case ID: (B)(4) this report is associated with product complaint: (B)(4). This solicited case, reported by a consumer, via a patient support program (psp), concerns a 1-year-old male patient of unknown ethnicity. Medical history included type 1 diabetes, hospitalized with glucose level of 748, and coma. Concomitant medications included insulin glargine. The patient received insulin lispro (rdna origin) injections (humalog) via cartridge, 1.5 units for diabetes. Frequency, route of administration and therapy start date were not provided. On an unknown date, he was in a coma with a glucose level of 748 (units were not provided) therefore he was hospitalized and admitted in intensive care unit. After this event they received insulin lispro in humapen luxura half dose (hd). On (B)(6) 2025, his blood glucose was 530/430 (units were not provided) therefore, his mother tried to inject him a half dose of insulin lispro, but they believed that the humapen luxura hd gave an incorrect dose (lot number 1811g02/ product complaint (B)(4) since his blood glucose dropped to 32 (units were not provided) and fainted. The events of hypoglycemia, glucose high and faint were considered serious by the company due to their medical significance. Information regarding the outcome of the events, corrective treatment, insulin lispro therapy status and additional details were not provided. The operator of the humapen luxura hd was the mother of the patient, and her training status was not provided. The general humapen luxura hd model duration of use and the suspect humapen luxura hd duration of use was 22 days. It was unknown if the suspect humapen luxura hd was available for its return. The reporting consumer did not provide an opinion of relatedness between the events and insulin lispro therapy. The reporting consumer related the incorrect doses with humapen luxura hd, while did not provide an opinion of relatedness between the remaining events and humapen luxura hd. Update 04-aug-2025: additional information was received on 29-jul-2025 from the initial reporter via the psp. Deleted event of hospitalization due blood glucose increased and diabetic coma and added in medical history. Updated seriousness criteria from hospitalization to medically significant from events. Updated narrative with new information. Update 12-aug-2025: information was received from initial reporter via psp on 08-aug-2025. Reporter gave consent to contact hcp for fu procedures and shared contact information. No new medically significant information received, no changes were made to the case. Edit 15aug2025: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer, via a patient support program (psp) in which they were enrolled, with additional information from a physician, concerns a 01-year-old male patient of unknown ethnicity. Medical history included type one diabetes, hospitalized with diagnosis of coma, unconsciousness, high blood glucose (glucose level of 748), and diabetic ketoacidosis. Concomitant medications included insulin glargine. The patient received insulin lispro (rdna origin) injections (humalog) via cartridge, 1.5 units for diabetes. Frequency, route of administration and therapy start date were not provided. On an unknown date, he was in a coma with a glucose level of 748 (units were not provided) therefore he was hospitalized and admitted in intensive care unit. After this event they received insulin lispro in humapen luxura half dose (hd). On (B)(6) 2025, his blood glucose was 530/430 (units were not provided) therefore, his mother tried to inject him a half dose of insulin lispro, but they believed that the humapen luxura hd gave an incorrect dose (lot number 1811g02/ product complaint (B)(4).) Since his blood glucose dropped to 32 (units were not provided) and fainted. The events of hypoglycemia, glucose high and faint were considered serious by the company due to their medical significance. His physician gave him humapen luxura hd of other patient, that he had in the hospital (improper use). Information regarding the outcome of the events, corrective treatment, insulin lispro therapy status and additional details were not provided. The operator of the humapen luxura hd was the mother of the patient, and her training status was not provided. The general humapen luxura hd model duration of use and the suspect humapen luxura hd duration of use was 22 days. Humapen luxura hd was not returned to manufacturer. The reporting consumer did not provide an opinion of relatedness between the events and insulin lispro therapy. The reporting consumer related the incorrect doses with humapen luxura hd, while did not provide an opinion of relatedness between the remaining events and humapen luxura hd. Update 04-aug-2025: additional information was received on 29-jul-2025 from the initial reporter via the psp. Deleted event of hospitalization due blood glucose increased and diabetic coma and added in medical history. Updated seriousness criteria from hospitalization to medically significant from events. Updated narrative with new information. Update 12-aug-2025: information was received from initial reporter via psp on (B)(6) 2025. Reporter gave consent to contact hcp for fu procedures and shared contact information. No new medically significant information received, no changes were made to the case. Edit 15aug2025: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting. Update 25-aug-2025: additional information was received from a physician via psp on (B)(6) 2025, in response to follow-up questionnaire sent. Added one reporter, three medical histories of unconsciousness, hospitalization and diabetic ketoacidosis. Updated improper use or storage from no to yes. Updated narrative with new information. Update 01-sep-2025: additional information received on (B)(6) 2025 from the global product complaint database. Entered device specific safety summary (dsss) investigation outcome. Updated the medwatch fields/ european and canadian (EU/ca) device fields to include codes required for expedited reporting, improper use and storage reiterated as yes and malfunction reiterated as unknown for (B)(4). And device return status updated to not returned to manufacturer. Added date of manufacturer. Corresponding fields and narrative updated accordingly. Edit 24sep2025: medwatch field was edited to remove the old imdrf codes. No new information was updated. Edit 02-oct-2025: upon internal review, imdrf code a0506 added.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement (s) dated (B)(6) 2025 in the b.5. Field. No further follow-up is planned. Evaluation summary: a mother reported events related to her one-year-old son, consumer reported that the humapen luxura hd pen "sometimes it doesn't press at all, sometimes, it looks like it's clogging". On (B)(6) 2025 when she "tried to inject him a half dose of insulin lispro, but they believed that the humapen luxura hd gave an incorrect dose[?]since his blood glucose dropped to 32 (units were not provided) and fainted". The patient experienced events of hypoglycemia and increased blood glucose. Following this incident the patient's physician gave him a humapen luxura hd of another patient (unrelated to this complaint device), that he had in the hospital (improper use). The luxura hd device (batch 1811g02, manufactured november 2018) associated with the complaint was not returned to the manufacturer for investigation. Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of the batch did not identify any atypical findings with regard to pen jam or dose accuracy issues. All humapen luxura hd devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is evidence of improper use. A device was shared with another individual. It is unknown if this misuse is relevant to the events of hypoglycemia or increased blood glucose.